Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during a pancreatic pseudocysts drainage procedure performed on (B)(6) 2022. The implantation site was examined with eus doppler prior to deploying the stent. During the procedure, the axios cautery did not work and blanching of the tissue was noted. The patient was re-scheduled for another procedure and a different size axios stent was implanted. The patient experienced bleeding and clips were used to address the bleeding. In the physician's assessment there was a relationship between the bleeding and the axios stent. Note: it was reported that the handle was rotated as the device was luer locked to the scope. Ar code 5191:2457 (use of device issue - user error) has been applied. The hot axios stent and delivery system directions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Block e1: initial reporter city: (B)(6). Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently. Imdrf patient code e0506 captures the reportable event of bleeding. Imdrf impact code f2301 captures the reportable event of clips used to address the bleeding. Block h10: an axios stent and electrocautery enhanced delivery system were received for analysis. Visual examination of the returned device found the stent fully covered by the outer sheath and undeployed. The delivery system was returned in original position. The tip also showed evidence of electrocautery. An electrical test was performed to verify the continuity between the rf connector and the distal rf electrode using a digital multimeter and erbe and no issues were noted. Functional inspection was performed by moving the catheter lock by sliding it to the right, then the catheter control hub was moved up and down. The catheter passed through the luer without resistance. Also, the stent hub was move down to the second and fourth position without any problem. The stent was also deployed without problems. No other problems were noted to the stent and delivery system. The reported event of cautery delivers energy intermittently cannot be confirmed. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the handle was rotated as the device was luer locked to the scope. The IFU states, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Additionally, minor or excessive bleeding requiring intervention is a known potential complication associated with the use of the device in the manufacturer's labeling. Based on the available information, there is not enough information to confirm the reported event of cautery delivers energy intermittently; therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation on december 01, 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during a pancreatic pseudocysts drainage procedure performed on (B)(6) 2022. The implantation site was examined with eus doppler prior to deploying the stent. During the procedure, the axios cautery did not work and blanching of the tissue was noted. The patient was re-scheduled for another procedure and a different size axios stent was implanted. The patient experienced bleeding and clips were used to address the bleeding. In the physician's assessment there was a relationship between the bleeding and the axios stent. Note: it was reported that the handle was rotated as the device was luer locked to the scope. Ar code 5191:2457 (use of device issue - user error) has been applied. The hot axios stent and delivery system directions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."